Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the product family labeling will be conducted. If any additional relevant information is received, a follow-up report will be sent.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 01:22:50. During night drain cycle four, the patient's ultrafiltration reading was 2031ml, indicating the home patient (hp) drained 1806ml more than their maximum programmed fill volume of 1500ml. No additional information is available.